Event description:
The customer reported that she went to urgent care with a blood glucose reading of 400 mg/dl. Prior to the urgent care visit, the customer was breaking up a fight and her infusion set got pulled out. The customer was unaware that she wasn't getting insulin for a few hours. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.